Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 230 mg/dl. No significant events leading to the alarm were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Insulin pump esc button did not response due to corroded keypad trace. No button error alarm noted. Insulin pump received with minor scratches on display window, cracked case at display window corners, broken belt clip slot, cracked reservoir tube lip and missing end cap sticker.